Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance with a blood glucose (bg) level of 703 mg/dl, and high ketones. Additionally, the customer was vomiting. Cause was not known. The customer was admitted to the hospital and treated with insulin to address bg. Customer was discharged from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.